Event description:
The reporter indicated that the screen (B) (4) was freezing at the interrogation successful screen. The product was returned to the MFR and is currently awaiting analysis.

Manufacturer narrative:
.